Manufacturer narrative:
(B)(4).

Event description:
It was reported that an app not working occurred. Data was evaluated and the allegation was confirmed. The probable cause was determined to be an app crash.. The probable cause of the app crash could not be determined.